Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced four infusion set's tubing detachment from the connector event on (B)(6) 2024. Infusion set were in use for 1 day. Patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.